Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's event and found the instrument channel port was damaged. Additionally, there were pinholes in the bending rubber, cracking of resin parts, and deformation of the control body due to physical stress. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that when the operator removed the tap on the oes cystonephrofiverscope, the introducer detached from the device. The event was found after the procedure was completed with the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the damage of the instrument channel port might have occurred due to the similar reason as other damages. However, we could not determine if the damage was caused by stress, handling, or other issues. Olympus will continue to monitor field performance for this device.